Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported not recognizing an open door which was reproduced during evaluation. The malfunction was found to be caused by a failed upper latch switch. The upper auxiliary assembly, which contains the upper latch switch, was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Baxter (B)(4) service evaluation identified that a spectrum pump experienced false detection of a closed door state. There was no patient involvement injury or medical intervention associated with this event. No additional information is available.